Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the labeling was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k autoclavable camera head had an intermittent e224 scope communication error with the video processor. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b5 and g2 were corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the e224 scope communication error could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation for use.